Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from patient with unknown symptoms. Patient was fully vaccinated but customer does not know when. Patient initially was admitted to the hospital for stemi treatment. Sample 1 was collected on (B)(6) 2021, nasal swab tested on xpert xpress sars-cov-2, kit lot 05411, producing a result of sars-cov-2 positive. That sample was kept refrigerated and transferred to the public health lab, as clinic sends positive results for confirmation testing. Public health lab ran an unknown rt-pcr assay (B)(6) 2021 which resulted covid-19 not detected. Cepheid's patient safety board reviewed the data provided by the customer and the following was noted. Review of the positive results shows n2 only detection with late cycle threshold value. Target and spc amplification and epf appear normal; no evidence of product malfunction. Discrepant result occurred when the same sample was sent to ne public health lab for confirmation testing. Test used by ne phl is a ldt multiplex assay for sars-cov-2 and flua/b, assumed to be the cdc influenza/sars-cov-2 multiplex assay eua, with sars-cov-2 lod of 0.01-0.05 id50/reaction, depending on polymerase used. Based on similar reported lod of cdc and xpert xpress sars-cov-2 assay, this likely represents viral nucleic acid at or below both assay's limit of detection, where reproducibility is reduced. No reported patient harm. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from patient with unknown symptoms. Patient was fully vaccinated but customer does not know when. Patient initially was admitted to the hospital for stemi treatment. Sample 1 was collected on (B)(6) 2021, nasal swab tested on xpert xpress sars-cov-2, kit lot 05411, producing a result of sars-cov-2 positive. That sample was kept refrigerated and transferred to the public health lab, as clinic sends positive results for confirmation testing. Public health lab ran an unknown rt-pcr assay (B)(6) 2021 which resulted covid-19 not detected. No reported patient harm.